Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample was evaluated and the inflation eye met internal specification. The subsequent investigation showed strong correlation of low rubberize layer in combination with high x-sectional ratio as a primary contributor to the collapsed lumen failure during usage by the user. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. It took10 min for the catheter balloon to passively deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. It took 10 min for the catheter balloon to passively deflate.